Event description:
After an implantation period of approximately 66 months it was reported that the device was explanted due to an observed battery drop. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated revealing the mos2 battery status. The device was implanted for 66 months and 21 charging cycles were recorded in the devices memory. The measured current consumption was normal and as expected. The amount of charge taken from the battery was verified and the battery condition was anticipated. Further inspection of the ICD memory content revealed that the ICD was re-initialized during a follow-up on (B)(6) 2022 at 11:38h, because the ICD was operating in the safety backup mode. Please note, that in general, the backup mode program will be loaded from an unalterable memory with fixed parameters to cover the widest possible patient population. In particular the pacing parameters in the backup mode are set to 7.5v/1.5ms in the rv and 4.8v/0.5ms in the lv. This can explain the decrease mentioned in the complaint description and does not represent a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The battery condition was normal. There was no indication of a device malfunction. As no data before re-initialization were available for analysis, the root cause for the activation of the safety backup mode was not determinable. However, the presence of invasive external influences, such as strong electromagnetic fields, can be considered.